Event description:
Patient representative reported "diagnosis of bia-alcl, severe inflammation of lymph nodes, rashes, and fear of cancer recurrence, emotional distress, pain and suffering". Additionally, patient representative reported "tingling, skin, hair loss"; these events are not device related. The device was explanted. Treatment includes invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy and radiation. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
(B)(4). The events of "lymphoma-alcl and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.